Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported unintended movement was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot.all available information was investigated, and a definitive cause for unintended movement could not be determined in this complaint. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to mixed functional mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed, reducing mr. A second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence, the clip opened while locked when establishing final arm angle (efaa). The efaa steps were performed several times, but the clip still opened while locked. Therefore, the cds was removed with the clip attached. Another cds was used to further reduce mr. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.